Event description:
It was reported that during an upgrade procedure, the atrial lead had dislodged and could not repositioned due to the lead failing to be disconnected from the header of the pacemaker (pm). The physician elected to replace the atrial lead with a new lead and the pm was successfully upgraded to implantable cardioverter defibrillator (ICD). The patient had no consequences throughout the procedure.